Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that 2-4 months ago, patient had stimulation set at 2.1 however was not feeling anything so moved it to 2.2. Patient stated that they feel it and was having benefit from it. They felt it in the morning and would have coffee and juice and just stay close to home until it was empty. Patient also stated that sometimes they wore a pad because they didn't know when it was going to hit. Furthermore, sometimes when it was set, if they bent over, they would have to get back up right away because it gave them more of a shock. Patient was directed to follow up with healthcare professional (hcp). No further complications were reported.